Manufacturer narrative:
Results: the lantern was ovalized approximately 147.0 cm and from 149.0 ¿ 150.0 cm from the hub. Conclusions: evaluation of the returned podj revealed a fractured sr wire. If the podj is forcefully retracted against resistance, damage such as this may occur. If the sr wire fractures, the embolization coil will likely become detached from its pusher assembly. Further evaluation revealed pusher assembly kinks and a fracture. These damages were likely incidental to the reported complaint. Evaluation of the returned lantern revealed an ovalization on the distal tip and the podj embolization coil was stuck within the lantern. If the device is gripped or pinched during use, damage such as an ovalization may occur. This damage may have contributed to the resistance experienced during the procedure. Penumbra coils and catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2019-02162.

Event description:
The patient was undergoing a coil embolization procedure in the internal maxillary artery using pod packing coils (podjs) and a lantern delivery microcatheter (lantern). During the procedure, the physician advanced a podj into the target vessel and proceeded to retract the podj in order to reposition it. However, while retracting the podj, the physician encountered minimal resistance and the podj unintentionally detached with part of the podj within the lantern and the other part within the patient's vessel. Therefore, the lantern and detached podj were removed together. The procedure was completed using another microcatheter and coils. There was no report of an adverse effect to the patient.